Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was not received by fisher & paykel healthcare for evaluation. Our investigation is based on the information and photographs provided by the hospital as well as past investigations of this event type. Results: inspection of the supplied photographs revealed cracks and plastic chipping on the upper head casing. The corners of the control panel were also observed to have chipped plastic. We note that the subject warmer was manufactured in 2006 and is thus around 9 years old. At this age it is reasonable to expect wear and tear. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the (B)(4) components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the (B)(4) components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"e "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The hospital was provided with a replacement upper head case and control panel and will repair the subject infant warmer themselves.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case.